Event description:
It was reported that a spectrum iq infusion pump load sequence alarm with a shut door - power off during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was evaluated on site by a baxter field service technician. The customer reported issue "load sequence alarm with a shut door - power off" was not reproduced. A review of the event history log revealed reload set messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The pump was scheduled with on-site service. Should additional relevant information become available, a supplemental report will be submitted.